Event description:
The physician reported that during an aneurysm coiling procedure with microplex and hydrocoil, the patients vessels ruptured in the post cerebral aretery (pca). The physician reported that there was no problem with the boston scientific stent, and the vessel ruptured due to the use of the hyperglide 4x10 balloon. The physician positioned a stent in the right pca it was a basilar tip aneurysm coiled with 42cm of hydrocoil in the basilar tip. The stent was inserted to prevent the coils from occluding the parent artery. The stent was then post dilated with a hyperglide 4x10 balloon. The artery pca ruptured. The patient was undergoing brain testing one evening in 2006, and the next day was the expected death date due to the patient's family waiting for organ transplant testing to be completed before life support was discontinued.

Manufacturer narrative:
The product in question was disposed of at the user facility and will not be returned to the manufacturer. If further significant information is found a supplemental report will be submitted. Based on the information known at this time the manufacturer cannot conclusively determine the cause of the user's experience.